Event description:
Lead management case to extract a cardiac lead. The physician was using a glidelight during the case. At some point a decline was noted and an svc/ra junction tear was noted. The patient did not survive the intervention.